Event description:
While using the novasure impedance controlled endometrial ablation disposable device kit, dr. Attempted to deploy the handle lock on the disposable device and the handle broke. The handle was in doctor's hand, not in nor on the patient.